Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/29/2015 with the following findings: on investigation, the alleged damaged casing and moisture intrusion issue was confirmed in the evaluation. Review of black box data found records of power-on-reset, one before and one after the complaint date. Moisture was observed behind the display lens. A pump casing crack was found at the top right corner of the display lens seal. A battery compartment crack was found running from the threads to the case seal. A leak test showed leaks where the casing and battery compartment cracks were located. Moisture was also found inside the pump on the battery canister when the pump casing was opened. The returned battery cap was unable to fully tighten onto the pump but was able to maintain contact to allow the pump to power up to the verify screen. The auditory and vibratory features were operational. Unrelated to the complaint, the keypad cover was peeling from the base. The ¿up¿ and ¿down¿ buttons were unresponsive and removal of the keypad cover found contamination under all the button contacts. The remaining testing could not be completed due to the unresponsive keypad buttons. (B)(4).